Event description:
It was reported that when using the bd pyxis¿ es server patching failed, and the transaction needed to be reverted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the server was patching and was failed and needed to revert transaction. A technical support specialist ran a downtime query and found the last extensible markup language processed time was null. Restarted external messaging and net. Tcp services, after which the extensible markup language time was current, and device synchronizations progressed normally. Coordinated with clients, servers had been rebooted and reverted using a two hour snapshot and followed disaster recovery steps per knowledge article titled disaster recovery procedure for medstation es (new process). Encountered structured query language server management studio, remote support service, remote desktop protocol, and structured query language service access issues. Uninstalled recent windows patches, rebooted servers, and restored database functionality with a post fix backup. Restarted all services and handed over to technical support center for customer scheduling. Created and saved disaster recovery steps in the ephi uniform resource locator and informed the customer of completed stations. Identified and resolved a server purge failure using knowledge article titled purge process fails due to duplicate entry in encounter or patient purgeable tables with subject matter expert assistance. Continued disaster recovery activities for remaining stations and proceeded with customer approved database server reboots as services remained impacted and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server patching failed, and the transaction needed to be reverted. However, there were no delays or adverse events or injuries reported based on this event.